Event description:
A patient was hospitalized, and the need for ivtm therapy was to induce hypothermia post cardiac arrest. The quattro catheter was inserted into the patient's right femoral vein. The insertion was difficult, and placing the catheter took multiple attempts (3 attempts) by an experienced intensive care physician. After the catheter insertion, the physician had multiple problems removing the guidewire from the quattro catheter. The physician had to pull back the quattro catheter slightly to remove the guidewire. The ivtm therapy was initiated and continued using the same quattro catheter without further issues. No device malfunction was reported on the catheter. The patient is stable, and no patient injury was reported.

Manufacturer narrative:
Zoll has not received the guidewire for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Manufacturer narrative:
UDI related data quality updates only. For g4: PMA/510(k): premarket submission number not available/not released as it is exempt from premarket submission.